Event description:
On 7/23/1999 customer reported a "bhcg" result of 6600mlu/ml from a 1:200 diliution. Sample was repeated on 7/24/1999 and a result of 18,000mlu/ml was obtained. On 7/25/1999 sample was sent to another site to be run to their axsym, a result of 18,405 was produced. No treatment was given, no report of injury or impact to pt.